Event description:
It was reported via repair work order that the bed exit was not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up sumbitted to report it was not possible to perform a visual and functional inspection as the unit was not available. The customer will contact stryker when the unit is available to be evaluated.

Event description:
It was reported via repair work order that the bed exit was not functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.